Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing on the right atrial (ra) channel, as the right ventricular (rv) channel was oversensing the ra. Additionally, the rv exhibited low intrinsic amplitudes. Technical services (ts) recommended programming options, such as changing the automatic gain control (agc) to be less sensitive, or defibrillation threshold (dft) testing. No adverse patient effects were reported. This ra lead remains in service.